Manufacturer narrative:
A review of the device history record (DHR) confirmed that the device met all material, assembly and performance specification. Device analysis revealed multiple kinks and abrasive marks on the polytetrafluoroethylene (ptfe) coating at the location of the kinks. The exact root cause of the failure could not be determined. However, device findings suggest that multiple kinks were inadvertently induced during retrieval of the guidewire from the protective hoop. It is probable that the damage to the ptfe could have occurred as the wire touched the edge of the hoop while being removed. The dfu instructs about the manner in which the guidewire is to be removed from the protective hoop. Therefore, a root cause of handling damage has been assigned to this investigation.

Event description:
Analysis of the returned device found abrasive marks on the polytetrafluoroethylene (ptfe) coating. There was no patient contact.